Event description:
Additional information received on 11/13/2023: the infectious disease facility representative does not know where the procedure took place or the information of the surgeon. The procedure was performed on the right shoulder, and the arthrex products are still implanted. The infection was identified on (B)(6) 2023 but it's unknown if it's deep or superficial. The infection was treated with a right shoulder arthroscopic and open I&d. Additional information was requested.

Event description:
On (B)(6) 2023, it was reported by an infectious disease facility representative via phone that a patient who underwent surgery on (B)(6) 2023 is now experiencing an infection. An ar-1665psl peek loop 'n' tack¿ tenodesis implant system and an ar-2600sbs-6 speedbridge implant system with peek swivelock anchors were implanted during the surgery. No further information was reported. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint cannot be confirmed. Based on the information provided, the most likely cause for the reported failure may be attributed to a patient-specific event, however, this is just a possible cause as there could be other reasons outside of post-operative noncompliance that contributed to this event. Arthrex did not receive the device for inspection. As a result, an evaluation could not be performed. The directions for use (dfu) for corkscrew®, pushlock®, and swivelock® suture anchors. Section d. Adverse effects. 1. Infections, both deep and superficial. 2. Foreign body reactions. 3. Bioabsorbable only: allergic-like reactions to pla materials (plla, pldla) have been reported. These reactions have sometimes necessitated the removal of the implant. Patient sensitivity to device materials must be considered prior to implantation.